Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that the insulin pump prime fill anomaly. The customers blood glucose level was unknown. The troubleshooting was performed for the prime fill anomaly. Customer states they are unable to exit the preparing to prime loop. The device will not be returned for the analysis.